Event description:
This report is being filled as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the end of a routine hemodialysis treatment, the operator was unable to disconnect the arterial line from the needle for rinseback. Due to the amount of time troubleshooting and concerns of clotting, rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. Investigation of the returned cartridge found no evidence of a defective component or assembly error. The exact cause of the sticking luer is not known, however, it may have been more difficult to disconnect the luer due to moisture build up causing stiction. This component is a standard rotating luer connector that is widely used throughout dialysis. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the blood loss. There have been no similar problems reported subsequent to this event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No additional information will be provided.